Manufacturer narrative:
The zoll quattro catheter in the complaint was disposed of by the customer, therefore, it will not be returned. Since the catheter was not returned, an investigation of the catheter could not be performed and a root cause could not be determined.

Event description:
An (B)(6) years old female patient was hospitalized and underwent treatment for hypothermia. The cooling ceiling therapy was performed on the patient prior to ivtm therapy. A quattro catheter was placed in a patient's femoral right vein for therapeutic ivtm treatment. After 24 hours of the treatment, the thermogard console had alarmed and the saline bag was noted empty. The patient temperature was at 34°c degree when the issue was noted. No saline leak was observed at the thermogard console or suk. Since the leak from the console was not confirmed at the time, the nurse installed a new saline bag and continued with ivtm therapy, however, the second bag also was observed empty. The catheter was removed and the leak was confirmed. No other temperature management procedures was performed. The current condition of the patient is stable. No known impact or patient consequence was reported. Per additional information received, the quattro catheter was disposed of by the customer and not returning for evaluation.